Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient was developing blisters underneath the ECG electrodes. The blisters were reportedly oozing. The patient's physician advised that the patient keep his skin dry to place some gauze over the irritation. At the time of the last follow-up, the irritation was reportedly improving.